Manufacturer narrative:
Date rec¿d by MFR: 23may2019, date of report: 05jun2019. The manufacturer's field service engineer (fse) confirmed the reported issue while servicing the device. The fse replaced the oxygen regulator assembly, oxygen valve assembly, back up alarm cable, printed circuit board assembly sensor, inhalation module solenoid, blower valve and power supply; however, the issue was not resolved. The customer removed the unit from service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 10aug2019. Failure analysis on the returned power supply shows that the power supply was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. The field service engineer(fse) confirmed the issue while servicing the unit. A follow up report will be submitted once the investigation is complete.

Event description:
The field service engineer(fse) reported that the ventilator would not power on after the power supply was replaced. There was no patient involvement. Event date not specified: estimate used.